Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 6 endoscopic vessel harvesting system may have cracked. The procedure was completed using the reported device. There were no pt effects. The event occurred some time last week. The lot number will be returned with the device. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on september 20, 2010, for investigation. A visual inspection revealed that the dissection tip was rec'd as a complete assembly with no pieces detached. There were two l-shaped cracks at the proximal end and one small crack along the circumference. There was some evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip cracked" was confirmed. A lot history record review could not be completed because the lot number could not be obtained. (B)(4).